Event description:
Investigation has been completed.

Manufacturer narrative:
Investigation results were made available. Event description: the patient was implanted with a right knee arthroplasty in (B)(6) 2003. After approximately 6 years in vivo, the patient experienced pain in the right knee and underwent revision surgery on (B)(6) 2009, due to aseptic loosening of the femoral component. Review of received data: letters from patient, dated (B)(6) 2020: patient data: (B)(6), male, born (B)(6) 1935, height 176 cm, weight 82 kg history: first surgery in (B)(6) 2003 (implantation). Second surgery on (B)(6) 2009 due to loosening, treated with implantation of a nexgen knee system. Third surgery on (B)(6) 2020 due to implant fracture (covered in (B)(4). - letters from (B)(6), dated (B)(6) 2020 : letters do not contain information relevant to the case. - letter from the (B)(6), dated (B)(6) 2009: diagnosis: aseptic loosening of femoral component (wallaby I) anamnsesis: the patient had progressive complaints for about 1 year with reduced walking distance, pain at rest, at night, and during exercise. Radiologically visible loosening of the femoral component, condition after ktep in (B)(6) 2003. Treatment: ktep revision to nexgen, extensive debridement and open total synovectomy right on (B)(6) 2009. Postoperative course without complications. The postoperative radiological control showed correct implant alignment. Surgical report, (B)(6) 2009: diagnosis: aseptic loosening of femoral component (wallaby I) treatment: ktep revision to nexgen. Procedure: upon opening, effusion of secretion (postop sterile). Extensive granulation around the femur and in the superior recess, so an open subtotal synovectomy and removal of granulation tissue is performed. Successive mobilization of the patella with the removal of adhesions and occlusions of the capsule. The femoral component is macroscopically loosened. This can be removed without any problems. Tibial component is well seated, but has to be removed due to unavailability of the wallaby iii. Implantation of new components. Review of x-rays: (B)(6) 2003 pre-operative planning: radiographs are not relevant to the case. (B)(6) 2009 right knee ap-/lateral view: no evidence of loosening of the tibial component. The ap-view shows a slight lateral deviation of the tibial component in correlation to the femoral component. In the lateral view a significant gap is visible at the interface between the femoral component and bone in zone 1 and 2 to ewald. A retropatellar prosthesis is implanted, a bony protrusion can be seen cranially and caudally. (B)(6) 2009 right knee ap-/lateral view: no conspicuous findings after implantation of a cemented constrained knee endoprosthesis with change of the retropatellar component. (B)(6) 2020 post-operative images: radiographs are not relevant to the case. Product evaluation: - the devices, which were explanted in 2009, are not available for examination. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check could not be performed due to missing product identification. DHR review: review of the device history records could not be performed due to missing product identification. Conclusion: the patient was implanted with a right knee arthroplasty in (B)(6) 2003. In 2009, the patient complained of progressive symptoms with reduced walking distance, pain at rest, at night, and during exercise. Radiological evaluation revealed loosening of the femoral component, due to which the patient underwent revision surgery on (B)(6) 2009. The x-ray documentation of the right knee taken the day before revision shows radiological evidence of loosening of the femoral component and a slight bony protrusion at the upper and lower edge of the retropatellar component. There are no radiological sings of loosening at the tibial component. Due to the unavailability of the components, a visual examination could not be performed. Further, due to missing product identification, review of the manufacturing records could not be performed; nevertheless, based on the revision due to loosening after 6 years in-vivo there is no indication of a non-conformance or complaint out of box (coob). Based on the radiographic evaluation the reported event can be confirmed. Nevertheless, on the basis of the information given, we were not able to identify a specific root cause for the aseptic loosening. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical products: all poly patella standard size 41 mm diameter 10.0 mm thickness cemented; item# 00597206541; lot# 60658374. Stem extension straight 14mm dia x 100mm length(combined length 145mm); item# 00598801014; lot# 60648415. Stemmed tibial component precoat size 7 for cemented use only use of this tibial component with lcck articulating surfaces requires using a stem exten; item# 00598005701; lot# 61101613. The manufacturer received x-rays and other source documents which will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is cmp-(B)(4).

Event description:
The patient was implanted on right side and underwent revision surgery due to loosening of the femoral component.